Manufacturer narrative:
Findings: unit received with blank display due to severe moisture damage noted on all electronic assemblies (corrosion). Unable to perform displacement test due to blank display. Moisture damage on motor assembly noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 218 mg/dl. The customer reported that the device was exposed in water. The customer stated that he dropped the pump in water. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.